Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed self-test. No unexpected insulin pump alarm anomaly noted. Device communicate properly with glucose sensor simulator and minilink transmitter. Unit uploaded properly to carelink pro. No unexpected lost sensor anomaly or unexpected radiofrequency test failed alarm noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a lost sensor when they were trying to upload in carelink. The customer's blood glucose level was 400 mg/dl. The customer declined troubleshooting for the high blood glucose. They treated the high blood glucose with the insulin pump. The customer also received a radio frequency failed alarm. Troubleshooting was performed but the insulin pump did not pass the self-test due to an alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.